Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxf067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdxf067) have been reported from the same facility.

Event description:
It was reported that when the nurse went to flush the powerloc 20g ¾ inch needle, the saline came out of the top of the needle after the wings where the needle makes the bend. It was state that she was preforming the proper procedure flushing the line. Additional information: "the research nurse was just priming the line to access a patient for a 48 hour home infusion. She was concerned about the integrity of the needle so she discarded the needle and used a different needle."